Manufacturer narrative:
The device is expected to be returned to lares research. A report update will be prepared at that time. The device was returned to lares research for evaluation. There were no manufacturer defects noted in the evaluation. All components functioned as intended when re-assembled. It was not clear what caused the head cap to come off during operation.

Event description:
Dr. Sent email and indicated he was working on a pediatric patient when the head cap came off his low-speed contra angle. Patient was referred to have a chest x-ray to rule out ingestion or aspiration of parts. From device photo sent by dr. All parts are accounted for.

Manufacturer narrative:
The device is expected to be returned to lares research. A report update will be prepared at that time.

Event description:
Dr. Sent email and indicated he was working on a pediatric patient when the head cap came off his low-speed contra angle. Patient was referred to have a chest x-ray to rule out ingestion or aspiration of parts. From device photo sent by dr. All parts are accounted for.